Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) system patient underwent a pocket revision with hematoma less than one month post-implant. During the pocket revision, the pocket site appeared infected and the infection was diagnosed at that time, with purulent discharge and wound dehiscence noted. The patient was hospitalized. A decision was made to remove the full system due to suspected infection, and all reported implanted products were explanted without complication. The system was replaced with a leadless implantable pulse generator because the patient was device-dependent, and the leadless implantable pulse generator implantation went well. No further patient complications have been reported as a result of this event.